Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 206 mg/dl. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
"Multiple malfunction alarms" corrected to "a malfunction alarm".